Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022, sid (B)(6)= 3.90 mmol/l, another alinity = 0.75 / 0.76 mmol/l (normal range: 0.66-1.07 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for architect magnesium reagent lot number 33111ud00. Trending review determined no trends for discrepant patient results for the product. Worldwide data from abbottlink was reviewed and determined that the patient median result for the magnesium reagent lot number 26080ud00 is within established control limits. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect magnesium reagent lot number 33111ud00 was identified.

Manufacturer narrative:
Corrected h10 from previous submission: a review of tickets determined that there is normal complaint activity for alinity c magnesium reagent lot number 33111ud00. Trending review determined no trends for discrepant patient results for the product. Worldwide data from abbottlink was reviewed and determined that the patient median result for the magnesium reagent lot number 33111ud00 is within established control limits. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot number 33111ud00 was identified.